Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper and lower cases and one side bail cover were broken. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator had a defective input connector. The generator was returned for service. There was no patient involvement.